Manufacturer narrative:
(B)(4). Product not yet returned.

Event description:
Consumer complaint of about high blood results. Customer states that he feels well and requires no medical attention. Customer's expected blood results are 120-338 mg/dl fasting. Verified the strips expire 02/19/2017. Customer confirms the strips are stored properly and was first opened in (B)(6) 2015. Reviewed meter memory: 76mg/dl (B)(6) 2015 10:30:00 am fasting: yes; 253mg/dl (B)(6) 2015 03:30:00 am fasting: yes; 175mg/dl (B)(6) 2015 04:30:00 am fasting: yes; 174mg/dl (B)(6) 2015 02:16:00 pm fasting: no; 289mg/dl (B)(6) 2015 05:02:00 pm fasting: no. No adverse event reported.